Event description:
Physician was treating a lesion in the right ica with 99% stenosis and aortic arch type I. A mo.ma ultra cerebral protection device was delivered to the eca. Stenting and post-dilatation was performed with non-medtronic devices. During aspiration the patient experienced a problem with his right eye. A lot of thrombus was aspirated three times. After the procedure, a visual defect in the upper left part of the right eye was confirmed by eyesight check. Embolization of the central retinal artery were suspected. The physician remarked that this is a common complication of cas procedure which could not be prevented. Therefore this event is not device related.

Event description:
Patient was treated with eye massage and anterior chamber paracentesis. It was reported that vision disturbance improved a little, but defect of visual field still remained.

Manufacturer narrative:
(B)(4). Results: systemic embolization.